Event description:
The manufacturer received information the garbin evo ventilator was returned to the third-party service center for the report of preventative maintenance required. There was no harm or injury reported. On evaluation, the error log could not be read without first replacing the display printed circuit board assembly (pcba). After replacement of the display pcba, the log was able to be read. On review of the device error log, a ventilator inoperative error code e-245 was noted in the error log indicating the real-time clock battery was dead and required replacement of the system/central processing unit subassembly to address the issue. This is a non-critical device event. As part of maintenance, the air inlet foam filter, muffler, and particulate filter were replaced to prevent failure. Additional findings not related to the malfunction/issue: one in-line filter, proximal required replacement due to contamination. The device passed final testing and was confirmed to be working properly.